Manufacturer narrative:
(B)(4). This report for a reload set alarm cannot be confirmed in the lab due to a lack of sample and hence it is unknown whether the disposable cassette product failed to meet specification in relation to the reported problem. A batch review was performed on the associated lot (h10b04030) with no issues noted. Per the complaint information, the cassette leaked during troubleshooting because the patient did not close all the clamps as instructed. There was not enough data within the complaint information to identify root cause of the reload set alarm; therefore the root cause of the complaint was not determined. Similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A customer contacted baxter's technical service center and reported receiving a reload set 161 alarm on the homechoice (hc) machine. Per the initial report, the technical service representative (tsr) instructed the home patient (hp) to close clamps and cycle power to get back to the beginning of setup at load the set. The tsr had the hp open the door. The hp states that the cassette is leaking. The tsr advised the hp to setup with new supplies. Product surveillance contacted the patient on (B)(6) 2011. According to the patient he opened the door to take a look at the cassette and did not close the clamps; the line from the cassette started to leak. The patient stated there were no holes or defects to the cassette, however, he noticed the leak. The patient stated he discarded the supplies and has not had any issues since. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, baxter cannot determine root cause. The lot number is available; a batch review will be performed. Should any additional information become available, a follow-up report will be submitted.